Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure through the right tube had actually eroded through the fundus') and device dislocation ('the left device is distal in the fallopian tube/essure procedure did not work/fallopian tube is not occluded') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and procedural pain ("painful after procedure / 4 month checkup that was very painful"). At the time of the report, the uterine perforation and procedural pain outcome was unknown. The reporter considered device dislocation, procedural pain and uterine perforation to be related to essure. The reporter commented: procedure done (B)(6). Discrepancy noted: the insertion date (B)(6) 2015 (as per mr, discrepancy noted). (B)(6) 2015: procedure: bilateral laparoscopic tubal ligation with fulguration. Procedure and findings: findings showed a normal uterine fundus. It appears as though the essure through the right tube had actually eroded through the fundus and there was small tip of the essure noted just through the proximal. Portion of the fundus on the right side. There was no evidence of the essure on the left side. Each tube was picked up and followed to the fimbriated end and then a segment of each tube was completely desiccated. A 3-4 cm segment of each tube again was completely fulgurated. Both tubes were completely hemostatic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: 1. Non occlusion of both fallopian tubes. 2. The left device is distal in the fallopian tube and the left fallopian tube is not occluded, 3. The right device appears external to the fallopian tube and the right fallopian tube does remain patent.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure through the right tube had actually eroded through the fundus') and device dislocation ('the left device is distal in the fallopian tube/ essure procedure did not work/ fallopian tube is not occluded') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and procedural pain ("painful after procedure / 4 month checkup that was very painful"). At the time of the report, the uterine perforation and procedural pain outcome was unknown. The reporter considered device dislocation, procedural pain and uterine perforation to be related to essure. The reporter commented: procedure done (B)(6). Discrepancy noted: the insertion date (B)(6) 2015 (as per mr, discrepancy noted). (B)(6) 2015. Procedure: bilateral laparoscopic tubal ligation with fulguration. Procedure and findings: findings showed a normal uterine fundus. It appears as though the essure through the right tube had. Actually eroded through the fundus and there was small tip of the essure noted just through the proximal. Portion of the fundus on the right side. There was no evidence of the essure on the left side. Each tube was picked up and followed to the fimbriated end and then a segment of each tube was completely desiccated. A 3-4 cm segment of each tube again was completely fulgurated. Both tubes were completely hemostatic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: non occlusion of both fallopian tubes. The left device is distal in the fallopian tube and the left fallopian tube is not occluded, the right device appears external to the fallopian tube and the right fallopian tube does remain patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-mar-2021: the case becomes serious incident. Mr received. Reporter information, lab data, auto-narrative supplement , event : "essure through the right tube had actually eroded through the fundus and the left device is distal in the fallopian tube" added and rcc was updated. Event essure procedure did not work clubbed with the left device is distal in the fallopian tube. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.